Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted on (B)(6) 2009 and 507652 lead, implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high and undefined svc (superior vena cava) impedance on the right ventricular (rv) lead. It was noted that the svc impedance increase has been slow and steady ever since the patient had their left ventricular assist device (lvad) implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.